Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a cori assisted tka surgery, an icon of person reading book was displayed on the real intelligence cori and the system was forced shutdown. The procedure was completed, with a non-significant delay, using the same device (reboot). Patient was not harmed beyond the reported problem.

Manufacturer narrative:
Results of investigation: the cori console, pn rob10024, (B)(6), used in treatment, was returned for evaluation. There were no visual or functional abnormalities related to the reported system shutdown. The log files were pulled from the console for the occurrence date of 25-jan-2022. The naviosystem log shows ceased logging after the user had completed flexion range collection, indicating an abrupt shutdown of the system, and confirming the reported complaint. The most likely cause of this system shutdown is a known software issue. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: case- (B)(4).

Event description:
It was reported that during a cori assisted tka surgery, an icon of person reading book was displayed on the real intelligence cori and the system was forced shutdown. The procedure was completed, with a non-significant delay, using the same device (reboot). Patient was not harmed beyond the reported problem.